Manufacturer narrative:
Out of warranty repair: no request for service.

Event description:
The customer reported ventilator alarmed with pressure sensors failure and calibration errors. The customer reported the device was not in use on a pt and there was no pt harm. Per biomed he could not duplicate the reported problem, but said that review of the device diagnostic codes indicated a failure of the internal communication link between cpu and gas delivery system, which may result in a vent inop condition. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The biomed replaced the data acquisition board and data acquisition to motor controller cable.